Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(6) 2019. The service engineer (se) inspected the device. The se was not able to duplicate the reported issue but found the touchscreen was intermittent and had to be calibrated often. The se replaced the touchscreen and the ventilator passed all testing.

Event description:
It was reported that the ventilators touchscreen was unresponsive. No patient involvement. Event date not specified; estimate used.